Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the fenestrated bipolar forceps instrument had a loose wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 06-oct-2025: reporter was unable to recall when the issue was identified. The loose wire was related to a broken cable; however, reporter indicated the fenestrated bipolar forceps instrument was no longer available to check. The issue did not incur any delays. No images were available for review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.